Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was found to be capturing well but sensing poorly in both unipolar and bipolar modes. The atrial lead was explanted and replaced. The patient was stable.